Manufacturer narrative:
Failure event observed during analysis. Final analysis found that as received a partial lead was returned in one piece measuring 51.2 cm. External insulation abrasions were noted at 4.6 cm ¿ 4.7 cm, 5.3 cm ¿ 5.5 cm, 6.2 cm ¿ 6.8 cm and 10.6 cm ¿ 10.8 cm from the connector pin, consistent with friction to device can. External insulation abrasion was also noted at 29.3 cm ¿ 29.8 cm from the connector pin, consistent with friction to another device or feature of the patient anatomy. The etfe cable coating was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.